Event description:
It was reported that during implant a 4.0cm artificial urinary sphincter (aus) cuff was tried not used. The 4.0cm aus cuff was not implanted and a new 4.5cm aus cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: no malfunction was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. Cuff was tried not used due to the physician measuring incorrectly. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 12:14 pm CT. The report number is being corrected from: 2183959-2018-61734to: 2183959-2018-61525.

Event description:
It was reported that during implant a 4.0cm artificial urinary sphincter (aus) cuff was tried not used due to the physician measuring incorrectly. The 4.0cm aus cuff was not implanted and a new 4.5cm aus cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: cuff was tried not used due to the physician measuring incorrectly. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 12:14 pm CT. The report number is being corrected from: 2183959-2018-61734 to: 2183959-2018-61525.

Event description:
It was reported that during implant a 4.0cm artificial urinary sphincter (aus) cuff was tried, not used due to the physician measuring incorrectly. The 4.0cm aus cuff was not implanted and a new 4.5cm aus cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.